Event description:
The pump did not perform as expected and was explanted. The device system was used to deliver morphine. Additional information has been requested.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed no significant anomalies; battery depletion end of life.